Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported that she needed to order ID card as patient had a new address and managing physician. Patient also requested a replacement wallet. Agent sent email to repair to replace wallet for a10e. Patient stated when she boluses the handset gets stuck at 91% for a long time. Patient stated she boluses 10x a day and after a pump fill the personal therapy manager (ptm) connects to the pump right away but the closer she gets to the refill the longer it takes to compete a bolus. Agent reviewed the 91% lag and reviewed hot to clear the data. After clearing patient was able to bolus and states it went right through with no lag at all. Patient stated when she was in walmart she could not connect to the pump to bolus. Patient stated once she leaves she was able to connect and bolus. Patient would call back if she needs further assistance.